Manufacturer narrative:
Additional information was received. A medtronic representative went to the site after the issue was resolved. The system performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The procedure was completed successfully without the use of navigation.

Manufacturer narrative:
Other relevant device(s) are: pn: 9735521, ln: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a functional endoscopic sinus surgery (fess). It was reported that when booting the system up, the side emitter was showing as faulted. Rebooting and reseating did not resolve issue. The use of navigation was aborted. The issue extended the surgical time by less than 1 hour. There was no impact on the patient outcome. Additional information was received on 2019-08-20 stating that the emitter was replaced and everything checked out and was functioning normal.